Manufacturer narrative:
(B)(4) evaluation statement: the reported event of no low battery alert or alarm could not be confirmed. No product was returned for investigation. Details of the reported event were not provided other than ¿no low battery alarm or alert occurred during a patient infusion¿ and the customer¿s dataset was not provided. Based on the review of the received logs, the device in use at the time of the event is believed to be pcu s/n (B)(4) with pump module s/n (B)(4) attached. The pump module event log shows it was used with pcu s/n (B)(4) between 02 may 2018 and 05 july 2018, however the event log received for pcu s/n (B)(4) only goes back as far as (B)(6) 2018. The pcu event log does not show any instances of battery low or battery very low alarms and does not show any instances that it was running on dc power. The pcu battery log shows a battery discharge occurred at 7:06 pm on (B)(6) 2018, however the pcu event log did not go back this far and missing alarms (lb1 and lb2) cannot be verified. The pcu battery log also shows battery conditioning was performed at 10:32 am on (B)(6) 2018 and completed a t 3:45 pm on (B)(6) 2018, but doesn¿t show that the battery was dropped after conditioning was performed. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. Although requested, clarification of the reported event as well as the event devices were not received for investigation. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported that no low battery alarm or alert occurred during a patient infusion. No patient harm reported. It was also reported that the battery was reconditioned on or about (B)(6) 2017 and (B)(6) 2018.